Manufacturer narrative:
(B)(4). The valve was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The device did not meet the requirements for siphon and leak testing due to a tear in the top of the delta chamber. This precluded reflux and pressure-flow and preimplantation testing. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. Please note that the patency check procedure for this product is different from other valves, due to the location of the membrane over the valve inlet. No impact to pt reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that during surgery, an air discharge test was performed and the valve was found not to function.